Event description:
It was reported that insulin squirted during the manual prime process and the device alarmed. The customer's blood glucose was 85mg/dl. The mother stated that the drive support cap was protruded, and the end cap label was missing as well. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to loose/protruded support disk. Missing end cap sticker, cracked lcd display window corners and scratched lcd window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.